Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging inaccurate result results compared to another device (freestyle). No results were given. This complaint is being reported because it is unknown if the results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.